Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log file confirmed the reported alarms and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from (B)(6) 2023. Low speed and pump stop events were captured on (B)(6) 2023 while the patient was connected to battery power. The patient remains ongoing on heartmate (hm)ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the drivelines were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. B5: phase to phase origin covered under MFR 2916596-2023-01453.

Event description:
T was reported that the patient had low flow, low speed warnings, and pump off alarms on (B)(6) 2023. The patient was already on an ungrounded cable due to a prior driveline repair on (B)(6) 2023. It was additionally reported that the patient had some low flow events that appeared to be patient, not driveline related. Additional information was communicated that the patient had an internal phase to phase short. The patient was asymptomatic, and the alarms resolved, and the patient would be followed outpatient.